Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: anterolateral lumbar interbody fusion using rhbmp-2/acs at l3-4 and l4-5;. Placement of interbody cages at l3-4 and l4-5 (size 10 x 55 and size 12 x 55); for pre-op diagnosis of: lumbosacral spondylosis, lumbago, lumbar stenosis, far lateral disc herniation. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.